Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be jumping while not connected to a power source around for the past week. The customer's blood glucose level was not impacted. Reportedly the customer had manual injections as alternate insulin therapy.